Event description:
It was reported that an ilet user experienced a failure to charge the device, evidenced by a flashing green indicator on the charger and repeated inability to charge across outlets. The user submitted a photo showing use of a non-ilet charging cable, and a replacement charger was arranged while the user reverted to backup therapy due to a depleted device. No adverse clinical symptoms associated with interruption of insulin delivery. Outcomes included temporary use of backup therapy and interruption of device availability without emergency care or hospitalization. Investigation included remote troubleshooting, photographic review of accessories, and assessment of charging function over alternative power sources. Investigation of this case revealed use of an unauthorized charging cable associated with inability to transfer charge to the device, consistent with accessory incompatibility affecting charging performance. It was concluded, based on previously established findings for similar reports, that the cause was use error associated with incompatible third-party accessories.

Manufacturer narrative:
Initial.